Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples were missing and bleeding occurred. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.